Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled device check. Upon interrogation the rep noted that the patient had received two therapies for svt due to p-waves falling into the post-ventricular atrial blanking period causing it to inappropriately discriminate the rhythm as a vt. The patient was able to verify that they had received a therapy on that day but noted that they had elected not to contact a physician or have the device interrogated afterwards. The physician decided not to make any programing changed and instead plans to address the patients svt rhythm with medications. The patient was stable before, during, and after the event and will continue to be monitored.